Manufacturer narrative:
The insulin pump was received with depleted (B)(6) alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test.the insulin pump was uploaded properly using carelink pro. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an unknown location. It is unknown if the customer was hospitalized. The cause of death was listed as car accident but the real cause was unknown per the medical examiner's office. The caller did not know whether the customer had diabetes complications , kidney disease, heart disease, stroke(s), or infections. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.